Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(6) 2017 that on (B)(6) 2017, the receiver ceased to function. No additional event or patient information is available. No product was provided for evaluation. The reported event could not be confirmed. A root cause cannot be determined.

Manufacturer narrative:
(B)(4).

Event description:
The complaint receiver device was returned for evaluation. The device was externally visually inspected and no defects were found. The receiver was charged and does turn on. The receiver case was opened for internal inspection and failed, the moisture detection sticker was activated and moisture damage to the u1 on ui-u1 board. The log was downloaded and shows firmware errors. The reported event of receiver ceased to function was confirmed. The root cause was determined to be moisture damage.